Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure,stapling the stomach, two reloads misfired. It was replaced to complete the case. There was no patient injury.